Manufacturer narrative:
Findings: act, esc and arrow buttons did not respond due to flattened button dome switches(no crease). No unlock on j2/lcd keypad connector noted. Pump received with severely scratched display window and cracked case at display window corners. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was dropped and had cosmetic damage. The customer's blood glucose level was unknown. The customer reported that the screen was scratched and the customer was not able to read the insulin pump screen. The customer was advised to discontinue use of insulin pump. Insulin pump will be returned for analysis.